Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation: analysis of the returned device identified an opening in the anterior and the weight was to the spec. A visual and microscopic analysis was performed which identified a striated opening and a crease flat. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported having nipple discharge (fluid), raynaud¿s phenomenon and ¿a lump or thickening in or near the breast or in the underarm area¿ side unspecified. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16oct2012 submitted. The events of "nipple discharge,raynaud¿s phenomenon," and ¿a lump or thickening in or near the breast/underarm area" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿nipple discharge, raynaud¿s phenomenon," and ¿a lump or thickening in or near the breast/underarm area¿.

Event description:
Patient reported having nipple discharge (fluid), raynaud¿s phenomenon and ¿a lump or thickening in or near the breast or in the underarm area¿ side unspecified. Device has been explanted. This record is for the left side.